Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 40346be01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. The overall performance of architect anti-hcv reagents in the field was reviewed using worldwide field data. Standard deviation to cutoff and median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Further, the review of the reactive rate by week shows values below the established limits which indicates an even better performance over time in comparison to historical data. Review of the reactive rate of the likely cause lot(s) (and associated lots) used in the field shows that performance regarding specificity is acceptable. In-house testing of a retained reagent kit of lot 40335be00 was performed including a 100 panel member negative population. All controls met specifications and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Note: lots 40335be00/01, 40342be00/01 and 40346be00/01 contain the same bulk material and are identical except the labelling of the outer package. Labeling review concludes that the issue is adequately addressed. According to the package insert of the assay repeatedly reactive anti-hcv specimens should be investigated further in supplemental tests such as other hcv specific immunoassays and immunoblot assays or a combination thereof and/or nat tests. The following is listed in the section results of the architect anti-hcv reagent kit package insert: repeatedly reactive anti-hcv specimens should be investigated further in supplemental tests such as other hcv specific immunoassays and immunoblot assays or a combination thereof and/or nat tests. Based on all reviewed data, we conclude that there is no product deficiency with the architect anti-hcv reagent identified in this complaint.

Event description:
The customer observed false reactive architect anti-hcv results for a 60-year-old male patient diagnosed with uremia and undergoing dialysis. Based on the reactive result, the doctor divided the patient into the hepatitis c positive group to receive a dialysis treatment. After this patient¿s sample generated a negative result on the hepatitis c antibody test and negative on hcv-rna, the patient was assigned back to the negative dialysis group for treatment. On (B)(6) 2022, sid (B)(6) initial result was 1.78 s/co, the re-examination results after high-speed centrifugation were 3.00 and 3.02 s/co (>/= to 1.00 s/co is reactive). The sample was refrigerated and then retested on (B)(6) 2022 and the result was 0.19 s/co (<1.00 s/co is nonreactive). On (B)(6) 2022, the specimen was re-examined twice, and the results were 0.37 and 0.29 s/co. The patient's recent hcv-rna results were negative. A few days before this situation occurred, the patient provided one plasma sample. The initial test result was also positive, as was the retest result. The user also did not think there were problems with abbott¿s instrument and reagents, and suspected that some substance in the patient¿s own sample caused interference. No adverse impact to the patient was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37 that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.